Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed the ail bolus test during calibration. There was no patient involvement.

Event description:
It was reported that the device failed the ail bolus test during calibration. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 ail bolus test. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue - communication issue. A review of the device history record showed the device had a manufacture date of 29oct2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.